Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was unknown. Customer received the no delivery alarm during manual prime. Customer was advised to return the infusion set and that a replacement infusion set would be sent out.